Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 3006705815-2021-00714, 3006705815-2021-00715. It was reported that the patient experienced ineffective therapy. Reprogramming of the patient's therapy was attempted several times unsuccessfully. In turn, the patient underwent surgical intervention wherein the system was explanted. Since it is not known which device contributed to the issue, all possible devices are being reported on.